Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the lens was attempted to be implanted and would not fit in the eye, so it was explanted and the physician went with the different size lens. There was a patient contact. The lens was too big for the patient eye. Additional information has been requested.